Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation it was noted that since (B)(6) 2018, the right atrial lead showed episodes of brief noise. In clinic testing showed stable measurements. Review of remote transmission showed few episodes of auto mode switch due to lead noise since (B)(6) 2017. Insulation abrasion was suspected. The patient was in stable condition. No intervention was performed; the patient will continue to be monitored.